Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed) and in/on helix/lobe mechanism. Tip seal observation.

Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty, and the the patient's anatomy was too small for a 9 fr introducer. The lead was not used. No patient complications have been reported as a result of this event.